Event description:
Pt called alleging that their lfs meter would shut off during the "wait apply sample" prompt. Pt would contact their md for medical advice. Treament info was not provided. Pt did not experience any symptoms. Battery has been replaced less than one year. Meter shuts off before the automatic time was up. Customer service was unable to resolve the issue and sent pt a new meter.